Manufacturer narrative:
An event regarding wear and noise involving a trident shell was reported. The event was confirmed through medical review. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the primary, revision operative reports, office notes and x-rays by the consulting clinician indicated that "no examination of the explanted components, no x-rays of the dislocated right total hip, and no follow-up subsequent to the (B)(6) 2009 visit are available. The dislocations occurred after revision of the acetabular component to a competitor product. The squeaking of the right ceramic-ceramic total hip was first reported in (B)(6) 2007 and described on an office visit on (B)(6) 2007. At revision, as well as noted by me on x-ray, the right acetabular component was described as vertical and excessively anteverted. This could have resulted in repeated subluxation of the alumina head explaining the stripe wear noted at revision. Increased squeaking has been noted in ceramic-ceramic hip arthroplasties in which the acetabular component is more vertical than nominal. This may be relevant in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: the reported event was confirmed. However, a root cause could not be determined on the basis of the review of the medical records indicating "a review of the primary, revision operative reports, office notes and x-rays by the consulting clinician indicated that "no examination of the explanted components, no x-rays of the dislocated right total hip, and no follow-up subsequent to the (B)(6) 2009 visit are available. The dislocations occurred after revision of the acetabular component to a competitor product. The squeaking of the right ceramic-ceramic total hip was first reported in (B)(6) 2007 and described on an office visit on (B)(6) 2007. At revision, as well as noted by me on x-ray, the right acetabular component was described as vertical and excessively anteverted. This could have resulted in repeated subluxation of the alumina head explaining the stripe wear noted at revision. Increased squeaking has been noted in ceramic-ceramic hip arthroplasties in which the acetabular component is more vertical than nominal. This may be relevant in this case." If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
It was reported that the patient, "had a trident hemispherical right hip replacement surgery on (B)(6) 2006." It is further reported that, "on (B)(6) 2007, the patient underwent revision of the right hip." Per review of medical records [...] "On (B)(6) 2007 it was noted she "began to notice squeaking on right hip since (B)(6) 2007, increasing, and now grinding-like and rusty door closing".[...]it was noted that her hip "readily squeaks as she walks through the office" and that the "squeak is unacceptable to her''..."on (B)(6) 2007 a revision of the right total hip arthroplasty was performed for which an operative report describes regional anesthesia and a posterolateral approach for a diagnosis of aseptic failure due to bearing surface wear and implant failure. During surgery the "ceramic head had a large focus of stripe wear". The acetabular component was "noted to be moderately vertical and severely anteverted at around 60°". Three screws were removed after the liner and the cup was removed with the implex acetabular osteotome device with minimal evidence of bone ingrowth. "